Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). As confirmed by the user facility, no samples were returned for evaluation in connection with this incident. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: event 3: during infusions when the nurse opens the vent, the vent completely falls off which causes medications to leak. In this event the chemotherapy, vincristine, leaked. No adverse reaction noted to clinicians or patients.

Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation in connection with this incident. All of the retain samples were functionally tested per specification with passing results. In addition, the vents of the retain samples were opened during testing in order to replicate the reported defect. However, the reported defect could not be replicated. Furthermore, the sets were leakage tested under different psis, ranging from 5-50 psi, with passing results. Therefore, the reported defect was not confirmed. Per the instructions for use: "note: vent cap should remain in the closed position unless infusing from a solid stopper glass bottle." Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Without the actual device, a thorough investigation could not be performed. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.